Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit erbe due to error c-00 and c-33 being replicated. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported issue was able to be confirmed using artemis; c-33 errors logged. Additional m-b1, c-00, and c-84 errors were logged. Inspection during failure analysis process was able to replicate the reported event. Upon visual inspection, the unit was found to have light but present scuffing underside of front bezel and along lower left corner. The underside of the left lip of housing cover noted to have light scraping. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported errors is attributed to a component failure of the erbe. Failure analysis could not determine the specific component.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a persistent erbe c-00 error. Before reaching out, they decided to move the procedure to another da vinci system. The logs indicated an error c-33 on the erbe generator. The procedure was aborted to another da vinci system with no reported injury.